Manufacturer narrative:
(B)(4).

Event description:
It was reported that "other" occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.